Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the thermal paper printer was inoperative. A technical support specialist (tss) reinstalled the driver, but the issue persisted. Further the field service engineer (fse) disconnected the universal serial bus (usb) cable to the printer, removed the printer from the window's devices, reconnected the universal serial bus (usb) cable and tested the printer. The system functioned as intended after the technical support specialist and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es printer printed gibberish. However, there were no delays or adverse events or injuries reported based on this event.